Event description:
It was reported that patient underwent right hip procedure 2008. Subsequently, patient underwent revision procedure four months later, secondary to pain infection. All components were removed and replaced with antibiotic spacer.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Report was filed on august 11, 2008.